Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and resume insulin delivery. It was also reported that the pump was not delivering boluses; however, this could not be confirmed. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.